Event description:
The physician was attempting to use a 2.5 mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient that was highly calcified. It was reported that stent slipped and was damaged during the procedure, and difficulty was experienced during removal of the stent from the patient. The lesion was then treated with ptca and stenting. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the first three proximal stent struts were intact positioned on the balloon, however they were moved distally; the remaining stent struts were not on the balloon and were raised, damaged and deformed.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent damage). Patient condition affected effectiveness of the device (patient lesion morphology; heavy calcification). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; heavy calcification). (B)(4).